Event description:
See initial.

Manufacturer narrative:
Through follow-up communication with the customer, livanova deutschland learned that the device was cleaned according to the instruction for use and placed inside the operation theatre. The device was positioned two meters away from the patient table with the fan directed in the opposite direction of the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the hospital used multiple-use heating blankets until march 2019. Those blankets are not included in the heater-cooler system 3t water circuit disinfection, thus are potential source for external contamination. The hospital agreed on changing the approach and use the single use heating blankets.

Event description:
See initial.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.